Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, the device had an undetected upstream occlusion. A review of the event history log revealed upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. The upstream sensor assembly requires replacement as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.